Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: creases, total delamination of valve and one curved opening. A leak test was performed which identified opening and delamination. A microscopic analysis was performed which identify: one crack opening, total delamination of valve, opening striated and wear abrasion. Based on the device analysis the final assessment is: one opening crack assessed as cracked valve seat diaphragm valve. Total delamination of valve due to adhesive failure. One opening striated assessed as surgical damage.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.